Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty at l3 level. On (B)(6) 2017, intra-operative, after inflating balloon, the anterior part of the balloon broke while waiting for the cement to harden. The bone spur was at the part where the balloon broke. Pressure prior to rupture is 200 psi. After that, the placement site was cleaned and filled with bone cement. It is unknown if patient is allergic to contrast media. It is unknown if any fragments of balloon remains inside patient.